Event description:
On (B)(6) 2021 the user was seen and it was discovered that the device was starting to extrude through the surgical incision site. The device has been explanted on (B)(6) 2021; no new device has been implanted at this time.